Event description:
Several weeks post procedure, an esophageal fistula occurred. During an endocardial and epicardial ventricular tachycardia (vt) ablation procedure, ablation was performed successfully and the vt was terminated. The epicardial ablation focused on a scar area in the inferior basal region of the left ventricle. At completion of the case, there were no patient consequences noted. Several weeks later, that patient developed an esophageal fistula near the epicardial ablation site. The fistula resolved, and the patient was discharged. It is unknown what intervention was performed to treat the fistula.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported esophageal fistula remains unknown.